Event description:
Taxus express2 clinical study. Same case as 2134265-2009-xxxx. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis and required a target vessel reintervention (tvr). Lesion 1 was a 3.50mm, 18.0mm long, 90% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation using a 3.0x8mm balloon, type unknown. The physician then placed a 3.50x12mm taxus express2 study stent in the target lesion. Ivus was used to confirm placement and the lesion was not post dilated. Lesion 2 was a 2.50mm, 90% stenosed, 20.0mm long portion of the distal left anterior descending (distl lad) artery. They physician treated the lesion with direct placement of a 2.50x20mm taxus express2 study stent. Post dilatation with a 3.0x8mm balloon and ivus was performed to confirm placement. The patient was discharged 2 days later, 203 days after the index procedure, the patient was hospitalized and a tvr performed. The physician placed a taxus stent of unknown type & size in the prox lad. Then he successfully placed a non bsc stent in the dist ladl. The patient was discharged on plavix and aspirin. No further problems were noted.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.